Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was not sticking to the body. Troubleshooting was performed. Customer's blood glucose was 430 mg/dl. Customer reported that it was found that cannula was bent. Customer was educated on different types of adhesives. Infusion set would be replaced.